Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the longer exhaust tube and inlet tube of the pump. A group of partial separations, indicating contact with unshod instrumentation, was noted on the shorter exhaust tube of the pump. This was not a site of leakage. No functional abnormalities were noted with the pump. Partial separations within abrasion were noted on the exhaust tube of cylinder 1. This was not a site of leakage. The detachment end of the exhaust tube of cylinder 2 appeared to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with either cylinder. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo the longer exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tube of cylinder 2 near the tube/strain relief junction, noted by the rough and irregular surfaces at the detachment site. The pump and cylinder 2 passed testing, however the information received indicated there was fluid loss. Therefore, it was concluded that due to the information received and rough surfaces noted at the detachment site, the exhaust tubing to cylinder 2 may have separated and allowed the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, fluid loss. No other adverse patient effects were reported.